Event description:
Additional info received indicated that the pt was hospitalized approx four months after the index procedure for in-stent restenosis of the cypher stent implanted in the circumflex, and one of the cypher stents implanted in the right coronary artery (rca). The restenosis were treated by implantation of additional cypher stents. Cutting balloon was also used to treat the restenosis in the rca.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of four products involved in the same pt reported under manufacturing numbers 9616099-2007-01507, 9616099-2007-01508, 9616099-2008-00027 and 9616099-2008-00028. Additional info will be submitted within thirty days upon receipt.